Event description:
According to the report, the hospital biomedical engineering dept received a set of internal paddles handles where the red rubber shock button cover has a very small tear at the edge. The customer reported that the paddles had been through 20 sterilization cycles. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA.